Event description:
The distributor returned a j-hook electrode, on which the tip had become disconnected from the rod, but was held in by the heat shrink tip insulation. There was no active continuity, so the device was not functional. It is not known if the failure occurred during a laparoscopic procedure. If the problem recurred during a procedure and the tip fell off, measures might be required to retrieve the tip.